Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a vibratory notifier. Upon review, the implantable cardioverter defibrillator exhibited pseudo pseudofusion. The device exhibited loss of capture since the atrial paced event was blanking out the r-wave. Ventricular tachycardia was undersensed since it fell below the detection zone. The device was reprogrammed and the patient was stable.